Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
After some difficulty, I eventually managed to remove the tampon- vagina [foreign body in reproductive tract]. Pain- vagina [vulvovaginal pain]. Unable to find the string; no string attached [device physical property issue]. After some difficulty, I eventually managed to remove the tampon [complication of device removal]. Case narrative: consumer reported via e-mail that she was unable to find the string during removal. No serious injury reported.